Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported rupture was confirmed. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. A 3x15mm nc trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The balloon was soaked prior to use and air aspiration was performed outside the anatomy prior to use. The bdc was advanced to perform post-dilatation. The balloon was inflated once up to 18 atmospheres and ruptured. Reportedly contrast was escaping from the balloon under fluoro and loss of gauge pressure was noted. The device was removed and a non-abbott device was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.